Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of guide wire kinked in use was able to be confirmed by the photo. The image shows a guide wire with several kinks in the body towards the distal end, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The customer report of kinked guide wire due to catheter resistance was confirmed by visual inspection of the customer supplied photo. The image shows a guide wire with several kinks in the body towards the distal end, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, the swg was found kinked during use on different patients with five consecutive cases. They changed a new one. No harm for the patient." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00975, 3006425876-2024-00974, 3006425876-2024-00973, 3006425876-2024-00972, and 3006425876-2024-00971.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2024, the swg was found kinked during use on different patients with five consecutive cases. They changed a new one. No harm for the patient." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00975, 3006425876-2024-00974, 3006425876-2024-00972, and 3006425876-2024-00971.